Event description:
Allegation that the head section drifts down slowly. No patient impact.

Manufacturer narrative:
(B)(4) - head section drifts slowly, no patient impact. He has replaced the head down and up valves. I quoted the CPR valve. Repair not yet complete.